Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient had been admitted on the 24th of january, but the users were unable to locate her in the pyxis machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was not crossing over to the station. A technical support specialist worked with the customer and guided on how to undo the discharge from the server and advised that if the discharge could not be undone, customer could attempt updating the profile with a future date as referenced in knowledge article (ka) patient discharged in error how to re admit patient cancel discharge (a013) didn't work. The customer confirmed that the issue was resolved by successfully undoing the discharge in patient encounter system (pes). The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.